Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer overfilled the cartridge. Customer reloaded the cartridge to resolve the issue. Additionally, it was reported that an occlusion alarm occurred. The customer performed a supply change to resolve the occlusion. Customer¿s blood glucose level was 200-255 mg/dl.